Event description:
It was reported that during surgery, the plug driver fractured during final tightening. Another plug driver was used to complete the case. There was a one hour delay without impact to the patient.

Manufacturer narrative:
Device evaluation: the device was not returned for evaluation and pictures were not provided, so a device evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: the lot number was not reported therefore a DHR is unable to be located for review. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during surgery, the plug driver fractured during final tightening. Another plug driver was used to complete the case. There was a one hour delay without impact to the patient.